Event description:
Report received that the device did not detect occlusion. The device was returned to the biomedical department with a report of "did not alarm when the infusion had stopped and does not alarm when there is an occlussion." The customer contacted reported that the device did not alarm for an occlusion during an infusion. Reportedly, there was an "occlusion and the infusion stopped."